Event description:
It was reported that the patient died (B)(6), 2012. Cause of death was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced symptoms of overdose and withdrawal. The weekend of (B)(6) 2012, the patient was rushed to the hospital and put on a ventilator. There was concern that the pump may be causing the problems. The pump was a replacement of the old pump. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.